Event description:
The affiliate stated the customer reported blue fluid leaked outside the instrument, while performing quality control, involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and no erroneous results were generated. No system errors were noted. A beckman coulter field service engineer (fse) performed troubleshooting through the telephone and determined the leak was from a hole in the tubing at pinch valve vl53. The fse instructed the customer to replace the tubing at pinch valve vl53 and resolved the fluid leak. The customer performed system startup, latron control, and all levels of controls to verify system performance. The instrument was returned to normal operation. The customer indicated the facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, a hole in the tubing at pinch valve vl53 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).